Manufacturer narrative:
Since the device is not available for analysis, it is not possible to fully evaluate this event. This is the first incident with this catalog item. Security of the wire strengthener is achieved by crimping it in two spots of the hook wire to provide an interference between it and the wire. The operation is then test audited to assure correct assembly and fit strength. The processes have been designed to insure that the occurrence of any defect is infrequent. Each process is continually monitored through inspections of samples to ascertain that the process is in control. The manufacturing plant is aware of this incident. They will continue to monitor their processess to avoid any incidents of this nature.

Event description:
The stiffener on the hook wire came off during the procedure. They were able to retrieve the "stiffener" from the pt (which somehow managed to dislodge itself from the needle) by resecting a bit further into the breast tissue. The pt suffered no ill effects from this.